Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, helix anomaly was observed. The lead was replaced. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomaly was found.